Event description:
The facility reported the involvement of an unidentified infusion device in an interruption of a patient infusion. This event was caused by a slit type leak in the primary tubing, which caused an unknown drug to leak out onto the floor. The infusion device also stopped infusing. The primary tubing set was changed out. No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.